Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2020, the end user saw bright red blood in her pouch. It was not a lot of bleeding at one time but it happened several times. She estimated a 1/4 cup total of blood. On (B)(6) 2020, she went to see her doctor. It was the opinion of her doctor and the end user that the moldable wafer "caused trauma" to the stoma and caused the bleeding. Reportedly, she did not see any cut or abrasion on the stoma but stated that part of the stoma was flattened out. Furthermore, she reported that it was molding over her stoma and pushing on the stoma. At the doctor's, her stoma was measured as 45mmx41mm and previously, the documented size of stoma was 25mm. The end user was advised of sizing for moldable wafer. Her stoma was "prolapsed" 1 1/2 inch out. Thereafter, she was placed on a non-convatec product and the stoma was no longer flattened out. No photo is available at this time.

Manufacturer narrative:
D4: add UDI # lot 9h04521 was manufactured on 8/30/2019 in the ats #2 manufacturing line, with a total of (B)(4)market units. A batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1222277, icc code 411802 and manufacturing order 1488493. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. The process requirements results were documented in the manufacturing record mr21-130. In addition, the batch record of bulk lots 9h00135, 9h04617 and 9h04618, manufactured in the delta crusader manufacturing line, were reviewed and no issues were found; the lot ran according to sap material 1216906 and all the testing results were found satisfactory. The process was run according to process instruction pi31-123, documented in mr31-123. Furthermore, the bulk lots 9g03060, 9g02576, 9g05277 and 9h03309. Of the sap material 1216903, material description rollstock 177a trilamin moldable 7-3/4", manufactured in the elc5 line were reviewed and the process carried out was performed according to pi21-136, documented in the mr21-136. The testing results were found satisfactory. Batch record review supports that no issues regarding the failure mode reported were identified. A complaint search for lot 9h04521 and malfunction code ost-pmc1.12 / ost-pmc01.12 skin barrier migrates and obstructs stoma was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.